Event description:
Patient reported a left side "possible rupture". Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on date 23-oct-2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, a left side "possible rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight, opening curved on posterior, crease fold and red particles in the shell. A visual and microscopic analysis was performed which identified, opening crease sharp on posterior. Based on the device analysis, the final assessment is: an opening crease sharp on posterior assessed, as fold flaw opening.

Event description:
Device has been explanted.